Event description:
Report received from abbott international which states "after mounting the liner, suction was not effective anymore. The liner stuck and suction was not possible. They tried with another receptal liner from the same lot number and had the same problem. The reporter says that the pt's medical status was worse after this event." Additional info received states "after the receptal did not work, they used another system for suction that worked. The pt passed away. The reporter states that without the device complaint, the outcome (death) was foreseeable. The suction was being used for airway." Additional pt info was requested, but no further info is available.